Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the top portion of the instrument fractured off. No impact to the surgery or patient was noted. No additional information is made available.

Manufacturer narrative:
The complaint is confirmed based on the returned device for evaluation. Visual inspection of the returned device shows the head of the impactor fractured at the thread and the threaded portion remained in the handle. The device history records were reviewed and identified no deviations / anomalies identified. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.